Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4)- no consequences or impact to patient. (B)(4) - haptic issue, would not unfold. Results: visual inspection of the returned lens showed a haptic and part of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
The surgeon inserted the aq2010v silicone three piece lens and the haptics would not unfold in the eye. The lens was removed and replaced with another same model lens. There was no patient injury.